Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 35490un24. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. The overall performance of the calcium reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 35490un24 is within established limits, therefore the product is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect calcium reagent lot 35490un24 was identified.

Event description:
The customer reported a falsely depressed calcium result generated on the architect c16000 processing module for a 70-year-old male in-hospital patient. The following data was provided: tested on (B)(6) 2025 at 10:22 am: initial calcium result = 1.47 mmol/l (reference range: 2.10-2.55 mmol/l). The initial calcium result was reported to the clinical physician and considered the result of 1.47 to be critical and started the patient on intravenous calcium gluconate. The sample was retested for calcium on the same day, (B)(6) 2025 at 11:39 am and again at 13:21 pm generating results of 2.18 and 2.20 mmol/l which were normal. After the first repeated results were reported out, the physician discontinued the intravenous calcium gluconate treatment. The patient is doing well. There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely depressed calcium result generated on the architect c16000 processing module for a 70-year-old male in-hospital patient. The following data was provided: tested on (B)(6) 2025 at 10:22 am: initial calcium result = 1.47 mmol/l (reference range: 2.10-2.55 mmol/l). The initial calcium result was reported to the clinical physician and considered the result of 1.47 to be critical and started the patient on intravenous calcium gluconate. The sample was retested for calcium on the same day, (B)(6) 2025 at 11:39 am and again at 13:21 pm generating results of 2.18 and 2.20 mmol/l which were normal. After the first repeated results were reported out, the physician discontinued the intravenous calcium gluconate treatment. The patient is doing well. There was no further impact to patient management reported.